Manufacturer narrative:
(B)(4). Date sent: 4/12/2024. D4: batch # c9d737. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number c9d737, and no non-conformances were identified.

Event description:
It was reported that during a semi-open lobectomy, the cartridge fell off easily when at 10th firing. The device was replaced, and the the cartridge was used as is, but the same issue. The device was used on the lung. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.